Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp4a.251205.006.s938u1ueu9czdp hardware: sm-s938u1 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s omnipod system was not administering bolus insulin. The patient contacted insulet customer support regarding a recurring issue with her insulin pod where, every night between 6:00 pm and 8:30 pm, her blood glucose levels climb to 180 and then plateau between 230-250 mg/dl. Despite the system calculating correction doses correctly, it only displays the correction insulin as "insulin on board" without actually administering insulin. The insulin is only delivered when she enters carbohydrate intake, even if she hasn't eaten. The patient was instructed to review settings with their healthcare provider, to ensure settings are sufficient.